Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, it was reported that a cartridge change error occurred. Customer¿s blood glucose (bg) level read "high" on the continuous glucose monitor graph. The customer changed the supplies and resumed insulin delivery to address the elevated bg and reported the issues.